Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter was reading inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the lay user/patient's relative. The patient's relative reported that the alleged issue began on the morning of (B)(6) 2011. It was reported that the patient obtained the same value of "129 mg/dl" with the subject meter on the three or four times he tested that day. It was noted that the patient had developed symptoms of feeling sweaty and sleepy on the morning of (B)(6) 2011, prior to when he tested his blood glucose. The reporter claimed the patient was managing his diabetes with an oral medication (glibenclamida); however, discontinued taking the medication a couple of months prior to the onset of symptoms for an unspecified reason. The reporter denied that the patient took any action regarding the alleged inaccurate results on (B)(6) 2011. On the morning of (B)(6) 2011 (at 7am), the reporter stated that the patient tested his blood glucose with the subject meter and received the same reading of "129 mg/dl". The patient reportedly ate breakfast and in response to the high result obtained with the subject meter he took ½ a pill of his oral medication. The reporter stated that the patient's symptoms "got stronger" and that afternoon the patient was taken to the emergency room. The reporter claimed the patient's blood glucose was "29 mg/dl" when tested with the ER/hospital meter and he was treated with IV glucose. The reporter informed the csr that the patient was currently on chemotherapy. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.